Event description:
Laser oculight gl had energy "actual low power" warning failure during surgery. This is loaner device. Dose or amount: 300 mw power, frequency: 100 interval 300 d, route: intraocular. Date of use: (B)(6) 2012. Diagnosis or reason for use: vitreous hemorrhage. A 23 g laser endo probe was also used in conjunction with this device when error message and automatic shut off occurred.